Event description:
It was reported that pump usb port was cracked, which made it difficult for patient to plug in. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no troubleshooting was completed and no additional information was obtained regarding the outcome of the event.